Manufacturer narrative:
Correction: please refer to sections b2 and h3 (the device remains implanted in the patient). The reported event was confirmed based on x-rays. The review of manufacturing documents revealed no deviation in the manufacturing process. Required material properties had been confirmed prior to manufacturing. No nc/CAPA had been filed for the item in question. Potential implant breakage had been considered in the risk management file with appropriate values not having been exceeded by this case. The labelling already informs about that a temporary implant requires sufficient bone consolidation in order to relieve the nail during the implantation period. The labelling also points out potential reasons for insufficient bone healing ¿ e.g. But not limited to ¿ every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a distal transverse locking had broken after an implantation period of approx. 5 months. The review of provided medical documents revealed an unstable fracture, which was held in an unreduced distraction by a single proximal and distal locking screw. This condition caused screw breakage: followed by nail / bone subsidence, consequently resulting in union of the fracture. Sub-optimal fracture reduction was regarded being user related. In case the item or further substantive information becomes available we reserve the right to re-open the investigation with new root cause assessment. Device implanted in the patient.

Event description:
It is alleged by the patient, through the filing of a legal claim, that the patient underwent a right total knee replacement on (B)(6) 2017 due to pain and maltracking patella syndrome. It is further alleged that on august 12, 2017 the patient had a stryker locking screw inserted into her broken right femur along with a gamma 3 system long nail. On (B)(6) 2018, about 6 months post-op, the patient began to experience pain. X-rays revealed that the locking screw snapped, causing the gamma 3 long nail kit to travel into the patient¿s knee area. This resulted in the patient¿s right leg being 1 inch shorter than her left and she now walks with a limp. Its also alleged that this has also aggravated her sciatic nerve pain in her lower back that she had been dealing with prior to having the stryker components implanted.

Manufacturer narrative:
The reported device is not available as it is the subject of a legal matter. If additional information becomes available, it will be provided in a supplemental report. Device not available.

Event description:
It is alleged by the patient, through the filing of a legal claim, that the patient underwent a right total knee replacement on (B)(6) 2017 due to pain and maltracking patella syndrome. It is further alleged that on (B)(6) 2017 the patient had a stryker locking screw inserted into her broken right femur along with a gamma 3 system long nail. On (B)(6) 2018, about 6 months post-op, the patient began to experience pain. X-rays revealed that the locking screw snapped, causing the gamma 3 long nail kit to travel into the patient¿s knee area. This resulted in the patient¿s right leg being 1 inch shorter than her left and she now walks with a limp. Its also alleged that this has also aggravated her sciatic nerve pain in her lower back that she had been dealing with prior to having the stryker components implanted.